Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 4 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the flow estimation was elevated. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the device was operating as expected. Additional information received reported that the patient¿s international normalized ratio (inr) was sub therapeutic, and heparin was started until the inr became therapeutic. No other flow and power elevations noted and the patient was sent home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. It should be noted that pump power elevations over 9 watts were captured on (B)(6) 2017 accompanied by pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.